Event description:
A malfunction alarm with code malf 12 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this issue within the last 24 hours, but they completed the pump reset before contacting technical support. Technical support assisted by providing pump reset information.